Event description:
It was reported that the device was used during an ectopic pregnancy procedure, the staples not firing. Opened another instrument to complete the case. No pt consequences.

Manufacturer narrative:
Eval summary: the instrument was rec'd with the jaws yielded. Dried body fluids were found on the handle, trigger, knob, shaft, shrouds and jaws. The instrument was cycled and fired the remaining 7 clips ejected due to the condition of the jaws. The instrument locked out as intended.